Manufacturer narrative:
Date of event: date is approximate. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and complex reg pain syndrome type I. It was reported that, during the call, the patient tried to tried to start a charging session and saw an end of service (eos) message and when the patient tried to communicate with the patient programmer they saw a warning power on reset (por) message. The patient noted that they had seen the eos "recently". No symptoms were reported. No further complications were reported/anticipated.